Event description:
It was reported that a atb35 was used during an unknown procedure. It was reported by the affiliate that the cartridge fell out when the surgeon tried to fire it. It seems that the cartridge housing was malformed. A new device was used to complete the case.